Event description:
A sales representative reported on behalf of a customer that the ias5-120lp, 5 mm access port & low profile obturator device was used on 27mar26, and ¿the 5mm airseal trocar unexpectedly came apart during a robotic assisted surgical procedure. All of the pieces were removed safely from the patient and there was no harm to the patient. A different trocar (8mm) was inserted to replace the broken one.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.